Manufacturer narrative:
Since customer strips were not returned, in-house strips were tested with the contour control. As expected, when using incompatable strips and control, the results were an average of 182mg/dl high out of range, and the readings were not marked as control tests. In- house contour next test strips: product code 7309, lot 4hfec04, exp date 08/31/2016, manufacturing date 08/01/2014.

Event description:
The advocate initially called because control results were high out of range using the contour control with contour next ez. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call, but the control was returned for evaluation and tested with the same type of strips used by the customer. The customer's strip information was not provided. Replacement control solution was sent to the customer.